Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report her battery charger was not charging the battery packs. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As rec'd, the charger was experiencing battery charger faults. The faults were caused by thermal damage to q1, the current controlling component of the battery charger. The source of the thermal damage could not be determined. No adverse event resulted from the damaged q1 component. The pt rec'd a replacement battery charger.